Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient on (B)(6) 2016 via lp-shunt with setting 6. On (B)(6)2017, the patient¿s clinical condition got worse, so the surgeon attempted to change the pressure setting to ¿3¿ under x-ray. However, the pressure setting could be changed only 5 to 4. Other setting change was unable to change. It was also reported that the surgeon was not able to confirm the shunt flow on valve and distal catheter under x-ray so that he/she suspected the obstruction. The revision surgery was performed with medtronic strata valve (setting is unknown) with the already implanted lumber catheter which were remained in the patient¿s body and connected with the revised valve. After the surgery, the surgeon confirmed that the valve could be changed the pressure setting even other than 5 to 4, and no shunt flow obstruction was found. The surgeon commented that there is a possibility that the debris might be taken out during the explantation surgery. The patient is (B)(6), female, and (B)(6). Her condition is under monitoring. No further information was provided by the hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 1. The valve was visually inspected: the silicone housing around the siphon guard was cut/torn, as well as marks in the siphon guard, a clear liquid was also noted inside the valve. This has most probably happened during implantation/ex-plantation of the valve. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve leaked from the cut/torn silicone housing. The valve was leak tested. Leaked from the cut/tear in the silicone housing. The catheter was irrigated, no occlusion noted. The valve could not be reflux tested due to the damage silicone housing. The siphon guard could not be tested due to the damage silicone housing. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. A search for similar complaint was not possible as the lot number was unknown. Review of the history device records for the certas valve, was not possible as the lot number was unknown. The root cause for the tear/cut in the silicone housing is probably due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.